Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used viscous fluid control (vfc) tubing set with the small part tray was returned and visually inspected and functionally tested using silicone oil. The plunger performed smoothly; radio frequency identification (rfid) connection to the console and the syringe to the adaptor/tubing securely engaged. The pressure was stable in both injection and extraction settings. The vfc passed functional testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the product could not remove silicone oil even after connecting to the system and the syringe did not work during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.